Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown ¿ only found one'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia),') in a 39-year-old female patient who had essure (batch no. 678809) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premenstrual dysphoric disorder on (B)(6) 2017, endometrial ablation on (B)(6) 2010, lyme disease, blood pressure high (142/89 yesterday and 152/91 today), lightheadedness, insomnia, cystic fibrosis, polymenorrhea, fluid retention, anemia, fibroids, hydrosalpinx, adenomyosis and psoriatic arthritis. Concurrent conditions included psoriasis since 2000. Concomitant products included estradiol (estrogen), fluoxetine hydrochloride (prozac) and meloxicam. In 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain"), migraine ("migraine/headaches"), dyspareunia ("dyspareunia (painful sexual intercourse"), depression ("psychological or psychiatric problems condition: depression"), tooth disorder ("dentl problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), hot flush ("hormonal changes describe: hot flashes"), amnesia ("neurological conditions or problems type: memory loss"), visual impairment ("vision/eye problems type: vision got worse"), alopecia ("hair loss"), night sweats ("hormonal changes describe::night sweats"), fatigue ("fatigue"), nausea ("nausea") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and was found to have weight increased ("weight gain / weight loss (specify which one): gain"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with tofacitinib citrate (xeljanz), 2 crowns removed and surgery (on (B)(6) 2017 underwent novasure ablation and ralh, bso, and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, pelvic pain, migraine, dyspareunia, weight increased, depression, tooth disorder, allergy to metals, dysmenorrhoea, hot flush, amnesia, visual impairment, alopecia, night sweats, fatigue, abdominal pain, nausea and urinary tract infection had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hot flush, menorrhagia, migraine, nausea, night sweats, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: 4 trailing coils left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.6 kg/sqm. Hysterosalpingogram - on an unknown date: tip of the devices inside the endometrial cavity. The placement of the device appears very appropriate. Pathology test - on (B)(6) 2018: uterus: endometrium consistent with previous endometrial ablation. Adenomyosis, benign fibroids. Benign bilateral ovaries and tubes. Right hydro salpinx. Verbal report confirms bilateral essure coils.. Ultrasound scan vagina - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported from patient¿s medical record : migraine,menorrhagia,dysmenorrhea,fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown ¿ only found one'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia),') in a (B)(6) year old female patient who had essure (batch no. 678809) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premenstrual dysphoric disorder on (B)(6) 2017, endometrial ablation on (B)(6) 2010, lyme disease, blood pressure high (142/89 yesterday and 152/91 today), lightheadedness, insomnia, cystic fibrosis, polymenorrhea, fluid retention, anemia, fibroids, hydrosalpinx, adenomyosis and psoriatic arthritis. Concurrent conditions included psoriasis since 2000. Concomitant products included estradiol (estrogen), fluoxetine hydrochloride (prozac) and meloxicam. In 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain"), migraine ("migraine/headaches"), dyspareunia ("dyspareunia (painful sexual intercourse"), depression ("psychological or psychiatric problems condition: depression"), tooth disorder ("dentl problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), hot flush ("hormonal changes describe: hot flashes"), amnesia ("neurological conditions or problems type: memory loss"), visual impairment ("vision/eye problems type: vision got worse"), alopecia ("hair loss"), night sweats ("hormonal changes describe::night sweats"), fatigue ("fatigue"), nausea ("nausea") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and was found to have weight increased ("weight gain / weight loss (specify which one): gain"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with tofacitinib citrate (xeljanz), 2 crowns removed and surgery (on (B)(6) 2017 underwent novasure ablation and ralh, bso, and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, pelvic pain, migraine, dyspareunia, weight increased, depression, tooth disorder, allergy to metals, dysmenorrhoea, hot flush, amnesia, visual impairment, alopecia, night sweats, fatigue, abdominal pain, nausea and urinary tract infection had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hot flush, menorrhagia, migraine, nausea, night sweats, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: 4 trailing coils left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.6 kg/sqm. Hysterosalpingogram - on an unknown date: tip of the devices inside the endometrial cavity. The placement of the device appears very appropriate. Pathology test - on (B)(6) 2018: uterus: endometrium consistent with previous endometrial ablation. Adenomyosis, benign fibroids. Benign bilateral ovaries and tubes. Right hydro salpinx. Verbal report confirms bilateral essure coils. Ultrasound scan vagina - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported from patient¿s medical record : migraine, menorrhagia, dysmenorrhea, fatigue. Most recent follow-up information incorporated above includes: on 12-jul-2019: plaintiff fact sheet and medical record received- previously reported event ¿injury¿ replaced with ¿pain / pelvic pain¿, new events ¿¿ hormonal changes describe: hot flashes, abnormal bleeding (vagina), abnormal bleeding (menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, psychological or psychiatric problems condition: depression, migraines / headaches, migration of essure device location of device: unknown ¿ only found one, nausea, dental problems, neurological conditions or problems type: memory loss, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) , vision/eye problems type: vision got worse, fatigue, weight gain/ loss specify which one: weight gain, hair loss¿, lot no, medical history and concomitant drugs, lab data were added. Incident. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.